Event description:
A report was received that a patient was having difficulties charging the ipg. The physician replaced the patient's ipg. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The complaint of difficulty charging was confirmed. An open connection from the battery nickel strip to the f2 fuse caused the unit to be effectively turned 'off' since no connection to the battery was present. This resulted in the perceived inability to charge.

Event description:
A report was received that a patient was having difficulties charging the ipg. The physician replaced the patient's ipg. The patient is reportedly doing well following the procedure.